Event description:
It was reported that the device was at recommended replacement time (rrt) eleven months after implant. Premature depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4). Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2013. 4196 implantable pacing lead: (B)(6) 2013.

Manufacturer narrative:
Product event summary: we did receive performance data collected from the device and have analyzed the data. Battery depletion/ elective replacement indicator (eri) was indicated. The eri date was 2012 (B)(4). The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.